Manufacturer narrative:
The investigation of access site bleeding/hematoma has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely patient condition since the patient had coagulation disorder. H6 component code added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12703. D4 model number, h6 health effect - impact code 4624 was not included.

Manufacturer narrative:
A.5 ethnicity and race are unknown. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old male patient of unknown race and ethnicity with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that during support, the patient was taken to the operating room to remove an access site hematoma and received an unspecified amount of blood bags as treatment. The patient remained on support, despite the event. The patient was reported as stable.